Event description:
As reported by the user facility (translation of user facility information (B)(6)): the clip was not well positioned on the tip of the needle. The clip is damaged. The nurse pricked his hand. An aes has been declared by the service. (B)(6).

Manufacturer narrative:
(B)(6) is submitting this report on behalf of b. Braun melsungen (B)(4) (manufacturer). This report has been identified as b. Braun melsungen (B)(4). We received no sample. Because of this a further investigation of the device is not possible. A batch review revealed no other incidents to the affected batch. No specific conclusions can be drawn. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container.